Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding that required medical intervention and hospitalization. The target lung mass was a highly vascular carcinoid tumor attached to a blood vessel in the right lower lobe. The bleeding originated from the biopsy site, with an estimated blood loss of 100 cc. Despite this, the procedure was completed as planned without delays. The patient was transferred to the intensive care unit (ICU) and kept intubated overnight. A repeat bronchoscopy was conducted to remove blood clots and the patient was extubated the following day. Subsequently, the patient was discharged home the next day. The physician noted that the bleeding was an anticipated complication of the procedure and could have occurred with another modality. It was determined that the bleeding was not related to the device, and no device malfunction was associated with the event.